Event description:
No problem had observed within more than a month of use. On (B)(6) 2012, the pt was found of catheter dropped off and massive bleeding at home and sent to hosp for emergency treatment. After the treatment, it is found that the cuff has separated from the catheter and grown together with the tissue, but the catheter dropped off. Conduct a catheter withdrawal. Since the right side of pt is not appropriate for catheterization, the physician re-implanted a bard long-term dialysis catheter in the left side.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.